Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, best estimate is between implant date ((B)(6) 2025) and the awareness date (21 apr 2026). Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the 45-year-old patient underwent bilateral eye surgery on (B)(6) 2025, receiving tecnis odyssey intraocular lenses (iol). The patient was unhappy with the implants. Pre-operative refraction: right eye (od) s: +0.00 c: -1.75 ax 72 degree visual acuity (va) 0.85. Left eye (os) s: -0.25 c: -1.25 ax 90 degree va 1.00. Could read comfortably on shorter distance on her phone without refraction. Did not use any prescription glasses during daytime. Post operative approximately one week after surgery: blurry vision on all distances, with particular difficulty at near vision. The patient described symptoms such as 'milky blurry vision', especially on the os, required more light for reading, and found that reading glasses did not provide improvement. (B)(6) 2026 refractions: va od 0.5 sc, 0.9 with (+0.50); va os 0.7 sc, 0.95 with (+0.25). The iols were well centered and the axes remained unchanged from implantation. Yttrium aluminum garnet (yag) laser completed on both eyes on (B)(6) 2025 was uncomplicated. In relation to cylindrical correction, in the first days there was only -0.25 cylinder axis 140 degree on the os. The cylindrical correction disappeared, so currently there is no cylindrical correction. Maximum plus refraction was performed. Both red/green test and the fogging test using +1.50. The reading distance was 45-50 cm but with a lot of struggle, preferred and pre-operative 35 cm. The intermediate distance was 75-80 cm post operative, 50 cm pre operative. Refraction used to test the reading was distance over refraction od +0.50 d and os +0.25 d. Experienced very minimal improvement on near vision but not too happy about the distance vision. Following additional ods +0.50 d (total od +1.00 d and os +0.75d) makes small improvements to near vision. Contact lens +0.75 d on the od, which is the non-dominant eye, were tried for 3 weeks without effect. The implantation axis was od drt 150 +23d axis 176 degree expected outcome s: +0.00 c: -0.10 axis 86 degree os drt100 +23d axis 158 degree expected outcome s: +0.06 c: -0.17 axis 68 degree. The current axis was the same as the implantation axis. No further information was provided. Note: this report is for the lens implanted in the od. A separate report will be submitted for the lens implanted in the os.